Event description:
Medtronic received a report that an apollo microcatheter was observed to have a leak. The patient was undergoing embolization surgery for treatment of an arteriovenous fistula. It was noted the patient's vessel tortuosity was normal. Femoral artery access vessel diameter was 8 mm. An apollo microcatheter with a 0.008-inch micro guidewire was advanced to the target position. After flushing the apollo microcatheter with dmso, glue (embolic agent) injection was performed. Leakage of the glue (embolic agent) was observed distal segment to the detachment zone of the apollo microcatheter. The microcatheter was then replaced with a marathon microcatheter, and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.